Event description:
Sorin group (B)(4) received a report that the pump stopped and the display went blank several times during priming. Restarting the pump resolved the issue. There was no patient involvement.

Manufacturer narrative:
No patient involvement. Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the pump stopped and the display went blank several times during priming. Restarting the pump resolved the issue. There was no patient involvement. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.